Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device was explanted due to infection. During the explant procedure, the physician attempted to remove the sutureless connector from the pump nozzle. The physician noted that the silicone separated from the metal insert on the sutureless connector and the metal was exposed. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.